Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states there was an issue with the cuff appearance once the catheter was removed from the pt. The cuff was not attached to the catheter. The catheter was replaced with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.